Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2013; 4194 implantable pacing lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013; d314trg implantable pacemaker cardio/defib, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected to have dislodged with low impedance and high rv thresholds. It was also reported that the left ventricular (lv) lead had also pulled back into the coronary sinus ostium (cs os) and had diaphragmatic stimulation which was unable to be reprogrammed around. Therefore, the rv and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.